Manufacturer narrative:
Block h6 (device codes): the problem code 2923 captures the reportable event of wire/anchor dislodged or dislocated. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length was twisted in several sections and the distal pierced hole was torn. This condition displaced the cutting wire anchor from its original position and affected the device ability to bow in a clinical setting. Additionally, the distal section was checked under magnification and it was observed that the tip was cracked. The exposed cutting wire length was measured, and it was found out of specifications due to the wire being displaced. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of wire/anchor dislodged and dislocated was not confirmed. Upon analysis, the distal pierced hole was torn. This condition is evidence that the cutting wire anchor slipped down the catheter causing the catheter to tear and could have been generated if there was resistance when actuating the handle to bow. Additionally, the working length was found twisted in several sections and the distal tip was cracked. Based on the condition of the device, these failures could have been generated by the manipulation of the device during the procedure or introduction into the endoscope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was in the papilla during a common bile duct stone removal procedure performed on (B)(6), 2020. According to the complainant, during the procedure, when the device handle was grasped, the cutting wire was unable to bow. The device was removed from the endoscope and it was found that the cutting wire was dislodged from the distal anchor. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis, however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was in the papilla during a common bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the device handle was grasped, the cutting wire was unable to bow. The device was removed from the endoscope, and it was found that the cutting wire was dislodged from the distal anchor. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.